Manufacturer narrative:
Concomitant medical products: baxter y-site, therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the neonatal ICU, there was a leak at the connection site of a maxzero and tubing, which was attached to double lumen PICC. At 0250 the rn had another rn asses, troubleshoot, disconnect, and reattach the tubing to the maxzero to ensure it was attached correctly. The line was reassessed within an hour and didn't appear to be leaking. At 0400 the line was leaking, for which the tubing and the cap was changed. There was no patient harm.

Event description:
The customer reported that in the neonatal ICU, there was a leak at the connection site of a maxzero and tubing, which was attached to double lumen PICC. At 0250 the rn had another rn asses, troubleshoot, disconnect, and reattach the tubing to the maxzero to ensure it was attached correctly. The line was reassessed within an hour and didn't appear to be leaking. At 0400 the line was leaking, for which the tubing and the cap was changed. There was no patient harm.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
Patient was an infant. The customer¿s report of a leak at the connection site of a maxzero and tubing was confirmed. Visual inspection of the concomitant set observed no damage or any anomalies with the max-zero valve or components. Examination under magnification observed a microchannel/scratch within the interior diameter. Functional testing resulted in no leaking. Pressure testing confirmed leaking from the engagement between the extension set's male luer and the maxzero valve. The root cause of the leak was due to a microchannel/scratch within the interior diameter of the reported suspect maxzero valve. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that in the neonatal ICU, there was a leak at the connection site of a maxzero and tubing, which was attached to double lumen PICC. At 0250 the rn had another rn assess, troubleshoot, disconnect, and reattach the tubing to the maxzero to ensure it was attached correctly. The line was reassessed within an hour and didn't appear to be leaking. At 0400 the line was leaking, for which the tubing and the cap was changed. There was no patient harm.